Event description:
This ra lead remains implanted at this time but the implant date is unknown. This lead moved leading to repositioning lead. The physician was dr. (B)(6) at (B)(6) in (B)(6) italy. No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).